Event description:
It was reported that before using bd vacutainer® edta 2k there was foreign matter in the tube; biological and non biological. The following was reported by the initial reporter: according to the customer report black debris were found inside the blood collection tube.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® edta 2k there was foreign matter in the tube; biological and non biological. The following was reported by the initial reporter: according to the customer report black debris were found inside the blood collection tube.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-oct-2023. H.6. Investigation summary: bd received one (1) sample and three (3) photos for investigation. The sample and photos were reviewed and the customer¿s indicated failure mode for foreign matter (fm) was observed. A black speck was embedded in the sidewall of the tube. Embedded fm is isolated from any specimen and is therefore considered cosmetic. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded fm. Bd was not able to identify an exact root cause for the indicated failure mode.